Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient visited the hospital due to an issue previously documented in a separate record. The following morning, on (B)(6) 2025, after returning home, the patient's cgm displayed a high glucose reading. In response, the insulin pump administered insulin accordingly. Subsequently, the patient experienced a hypoglycemic event. No specific symptoms were reported. At approximately 2:50 am, the patient self-treated by consuming sugar. As glucose readings continued to decline (source of readings cgm or blood glucose was not specified), the patient further treated with three glucose tablets and cranberry juice. This intervention raised the glucose level to 57 mg/dl. Despite this, the readings continued to drop, prompting another hospital visit. Upon arrival, a fingerstick test performed by a nurse confirmed a blood glucose level of 57 mg/dl, while the cgm showed a low reading. Glucagon was not administered, as it was unavailable, and no other medication to raise blood glucose was reported. The patient was treated with zofran and discharged around 7:00 am. No documentation of further medical evaluation or intervention was available. At the time of the report, the patient was noted to be fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.